Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2010. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported there was a confirmed fracture and high impedance on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned in segments with severe explant damage, and with the lead removal wire stuck in distal segment that prevents the electrical testing. Destructive analysis was performed to complete visual inspection, no insulation breached or conductors fracture in vivo were observed. There was found the distal conductor distorted within is-1 pin/over-rotation due to explant damage. Corrected section: if information is provided in the future, a supplemental report will be issued.